Manufacturer narrative:
Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot/serial# (B)(4) implanted:(B)(6) 2017 explanted: (B)(6)2017 product type catheter; ubd: 2018-12-22 UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was unknown when the patient first started experiencing the pump flip issue; however, it was after (B)(6)2017. It was indicated the patient's pump was also tilted. No troubleshooting was performed. The cause of the pump flip issue was unknown. Regarding the cause of the twisted/broken catheter, it was indicated the length of the catheter in the pocket was long and it disconnected from the pump and fractured. The devices were explanted on 2(B)(6)2017. The status of the pump was unknown and it was unknown if the pump would be returned. The patient's weight was unknown.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding a drug infusion pump and catheter. The drug being delivered was 1.0 mg/ml morphine at 0.1872 mg/day. The reason for use was not reported. It was reported that at the time of a pocket revision for a flipping pump, the catheter was found to be twisted multiple times and broken. The reason for catheter removal was ¿break¿ and it was returned to the manufacturer. The event occurred on (B)(6) 2017 the patient was not in a clinical study, the device was used in the patient for treatment, there was no patient death, there was no patient injury, and the patient recovered without sequela. There were no further complications reported/anticipated.